Event description:
Pt underwent coronary bypass surgery. Two electrosurgery units were used and two plates were placed, one on the pt's right buttock and one on the left. Upon leaving the or, the pt's skin was noted to be intact and within normal limits at the bovie sites. However, upon admission to the ICU, a 4" x 6" reddened and warm area on the pt's right buttock was noted. The following morning there was a 4" x 6" blister in the same area. The site is being treated with silvadene.